Event description:
The device was returned.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated. Once the crt-d has been explanted, returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.16 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a battery voltage of 2.57 volts. It was reported that the battery voltage was 2.62 volts in (B)(6) of 2008. This device was listed as part of the shortened replacement window advisory, originally communicated on april 5, 2007. Technical services (ts) suggested getting the longevity from a save to disk. A save to disk was received and sent to engineering. No adverse patient effects were reported. Disk analysis revealed that this device declared 2.65 volts within 27 months of implant; therefore, monthly follow-ups would be recommended. At a later date, it was reported that a replacement procedure has been scheduled.